Event description:
Hospital reports doctor was performing a lap chole procedure, when the small hook broke off the distal end of the instrument and fell in the pt. Doctor retrieved broken piece with 1 hour retrieval time added to procedure. Procedure was completed with no impact on the pt.

Manufacturer narrative:
Evaluation: the insulation on the shaft is nicked and scratched. The insulation around the electrical connection is cracked; it did not pass the hipot test. The tip of the distal end is broken off. Instrument damage is consistent with customer handling, care and maintenance.